Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an intermittent audio output and an adverse event. The patient stated they were sleep and started seizing due to having low glucose values. The patient¿s wife stated she saw the low alert on the receiver; however, she nor the patient did not hear an alert. The patient¿s wife called 911 the patient was transported to the hospital via ambulance. The patient could not recall if the emergency medical technician¿s (emts) performed a blood glucose test but was treated with intravenous (IV) therapy of glucose at the hospital and was released after. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.